Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Hartline, jacob t., brolin, tyler j., wan, jim y. (2020). The effect of subscapularis management technique on outcomes and complication rates following reverse total shoulder arthroplasty. Seminars in arthroplasty (30), 42-49. Https://doi.org/10.1053/j.sart.2020.04.005. Unk comprehensive reverse humeral stem cat#: ni lot#: ni, unk comprehensive reverse glenosphere cat#: ni lot#: ni, unk comprehensive reverse bearing cat#: ni lot#: ni, unk comprehensive reverse tray cat#: ni lot#: ni, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00179 ,0001825034 - 2021 - 00180, 0001825034 - 2021 - 00182 , 0001825034 - 2021 - 00183.

Event description:
It was reported in a journal article from seminars in anthoplasty: jses (2020), which studied the effect of various subscapularis tendon management techniques following an rtsa, that 1 patient within the transosseous repair group underwent a reoperation with irrigation and drainage for wound dehiscence. Attempts have been made and additional information on the reported event is unavailable at this time.